Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient called the clinic with reports of a wiggly power port. Upon assessment, it was noticed that power port #2 was completely pulled out. The wires were exposed. As the coordinator was getting ready to change the controller, the vad stopped and the screen went blank. The patient was then changed to the back up controller without incident. Patient felt fine and stable throughout alarms and pump stop.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual inspection due to a loose power port 1 connector with a displaced o-ring gasket, a loose power port 2 connector with a wire disconnected and a loose serial port connector with a displaced o-ring gasket. The disconnected wire on power port 2 connects the thermistor of the battery to ground. This observation would result in the inability of a battery to provide power to the controller. Review of the log files revealed that two batteries were connected near the last recorded controller power up and motor start event, presumably when the controller exchange was taking place. A loss of power may occur if a battery remained connected to power port 2 without a secondary power source. It's possible the handling of the controller during the controller exchange caused a wire to disconnect from the connector on power port 2. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; however, the manufacturer is investigating loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.